Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('peripheral migration'), device breakage ('the coil was stretched a great deal and although eventually removed it came out in 3 pieces'), pelvic pain ('pain') and genital haemorrhage ('bleeding/excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was stretched a great deal/the left fallopian tube with the stretched out". The patient's medical history included cesarean section. Concurrent conditions included obesity, anxiety, palpitations, premature ventricular contractions, general body pain, myalgia, rhinorrhea, sore throat, constipation, lower abdominal pain, dyspareunia and adhesion. Concomitant products included bupropion hydrochloride (wellbutrin) and ethinylestradiol;norgestimate (ortho cyclen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("night sweats"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone, ondansetron (ondasetron), oral contraceptive nos and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, headache, hot flush, night sweats, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea and weight increased outcome was unknown, the pelvic pain and back pain was resolving and the genital haemorrhage, nausea and fatigue had resolved. The reporter considered allergy to metals, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: result: result 1. Bilateral distal fallopian tubes, removal; --full thickness sections of distal fallopian tube without specific histopathologic changes.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, fatigue, headache, nausea, back pain, dysmenorrhea and vaginal haemorrhage . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Product indication added. Following events were added: peripheral migration, device breakage, hormonal changes describe: hot flashes, night sweats, abnormal bleeding (vaginal), menorrhagia, migraines, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, lower back pain and device physical property issue. Event severity added for: pain and lower back pain. Event outcome added for: bleeding, pain, lower back pain, nausea and fatigue. Medical history, lab data, concomitant and treatment medications were added. Other hcp added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('peripheral migration'), device breakage ('the coil was stretched a great deal and although eventually removed it came out in 3 pieces'), pelvic pain ('pain') and genital haemorrhage ('bleeding/excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was stretched a great deal/the left fallopian tube with the stretched out". The patient's medical history included cesarean section. Concurrent conditions included obesity, anxiety, palpitations, premature ventricular contractions, general body pain, myalgia, rhinorrhea, sore throat, constipation, lower abdominal pain, dyspareunia and adhesion. Concomitant products included bupropion hydrochloride (wellbutrin) and ethinylestradiol;norgestimate (ortho cyclen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("night sweats"). In august 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone, ondansetron (ondasetron), oral contraceptive nos and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, headache, hot flush, night sweats, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea and weight increased outcome was unknown, the pelvic pain and back pain was resolving and the genital haemorrhage, nausea and fatigue had resolved. The reporter considered allergy to metals, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: result: result 1. Bilateral distal fallopian tubes, removal; --full thickness sections of distal fallopian tube without specific histopathologic changes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, fatigue, headache, nausea, back pain, dysmenorrhea and vaginal haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('peripheral migration'), device breakage ('the coil was stretched a great deal and although eventually removed it came out in 3 pieces'), pelvic pain ('pain') and genital haemorrhage ('bleeding/excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was stretched a great deal/the left fallopian tube with the stretched out". The patient's medical history included cesarean section. Concurrent conditions included obesity, anxiety, palpitations, premature ventricular contractions, general body pain, myalgia, rhinorrhea, sore throat, constipation, lower abdominal pain, dyspareunia and adhesion. Concomitant products included bupropion hydrochloride (wellbutrin) and ethinylestradiol;norgestimate (ortho cyclen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("night sweats"). In (B)(6)2009, the patient was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6)2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), discomfort ("discomfort"), burning sensation ("burning"), cough ("coughing"), anger ("anger") and anxiety ("anxiety"). The patient was treated with hydrocodone, ondansetron (ondasetron), oral contraceptive nos and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, headache, hot flush, night sweats, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, weight increased, discomfort, burning sensation, cough, anger and anxiety outcome was unknown, the pelvic pain and back pain was resolving and the genital haemorrhage, nausea and fatigue had resolved. The reporter considered allergy to metals, anger, anxiety, back pain, burning sensation, cough, device breakage, device dislocation, discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion.. Pathology test - on (B)(6)2016: result: result 1. Bilateral distal fallopian tubes, removal; --full thickness sections of distal fallopian tube without specific histopathologic changes.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, fatigue, headache, nausea, back pain, dysmenorrhea and vaginal haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: discomfort, burning, coughing, anger, anxiety and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.